Event description:
It was reported that the patient's atrial lead exhibited high pacing impedance and capture thresholds. A lead fracture was suspected. The lead was explanted and replaced. There were no patient consequences.